Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon catheter was advanced for dilation. Each inflation pressure was at 4 atmospheres. During procedure, on the first inflation at 5 atmospheres for 2 seconds, the balloon ruptured. The device was removed without any problem, and damage on the device was noted in the shape of a pinhole near the center of the balloon. Another of the same device was used to complete the procedure. No complications reported, and patient status was good.